Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that the patient saw her pmd today for a possible uti; however, the tests came back negative for the uti. The patient experienced a sudden onset of frequency, urgency, and pain above the implantable neurostimulator (ins) site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.